Manufacturer narrative:
Device eval summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (trouble with download) has been confirmed. As received, the charger would not power on. The cause of the inability to power on was a cracked fuse (f600) which connects to the main battery on the computer analog (ca) board. The root cause of the defective ca board cannot be positively identified. No adverse event resulted from the defective ca board. The pt received a replacement battery charger.

Event description:
A (B)(6) old, male, pt's granddaughter, contacted zoll customer support to report that the battery charger was not able to perform a data download. The pt was issued a replacement battery charger.